Event description:
When stent was ready to be fully deployed, the nurse wanted to take out the safety wire; but it wasn¿t possible to remove the red safety guard; tried it several times and finally the safety wire broke off directly at the red pin at handle end. Then partially opened stent was then recaptured and full system was taken out; procedure was finished with a new device "as per cc form": when stent was ready to be fully deployed, the nurse wanted to take out the safety wire; but it wasn¿t possible to remove the red safety guard; tried it several times and finally the safety wire broke off directly at the red pin at handle end. Then partially opened stent was then recaptured and full system was taken out; procedure was finished with a new device a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal: during stent placement 2. What endoscope type and channel size was used? Olympus duodenoscope 4,2mm working channel 3. What was the position of the elevator? N/a 4. Details of the wire guide used (diameter, type, make)? Olympus visiglide 0.035 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes 7. Please advise the anatomical location of the intended target site. Choledochus 8. How long was the stent in the patient by the time this complaint occurred? 1-2 minutes 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? No 12. What intervention (if any) was required? Procedure was finished with new device 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: 1. What was the length and diameter of the stricture? 3-4 cm 2. Where was the stricture located in the body? Choledochus 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? No 3. If yes, at what point? Questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. If other, please specify 3. Was the directional button pressed during use? Yes, button was pressed to recapture stent after issue occured 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 5. Was the yellow marker kept in view during deployment? Yes 6. Are images of the device or procedure available? No] questions related to during introducer withdrawal 1. Are images of the device or procedure available? No 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a 5. Was the safety wire fully removed before removing the delivery system? No ¿ it was not possible to remove safety wire 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). G2. Foreign: australia h3. Analysis found non-conformances and the recharger was subsequently scrapped. The following telemetry failure occurred for the recharger: no device found message. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.